Event description:
Reportedly, the subject inductive telemetry head was not recognized by the programmer. No issue was observed after the change of the inductive telemetry head.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject inductive telemetry head was not recognized by the programmer. No issue was observed after the change of the inductive telemetry head.